Event description:
It was reported that during a gastrectomy procedure the staples were not closed properly. The case was completed with another device. There were no pt consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.